Event description:
It was reported that the patient experienced a low blood glucose, with the lowest continuous glucose monitor reading of 39 mg/dl on a dexcom g6, cause unclear, and the patient had already treated with carbohydrates by eating a burger. Symptoms included asymptomatic hypoglycemia. Outcomes included transient hypoglycemia that resolved after oral carbohydrate intake, without hospitalization. Investigation included complaint intake, case assessment, and provision of troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no meter confirmation, with the event consistent with hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.